Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for elective device replacement. The lead failed dft test. It was noted that the lead position was not optimal. The lead was replaced. The patient was stable post-procedure.